Event description:
It was reported that a hydrothermal ablation procedure was performed in 2002, and that during the procedure, there were 4 or 5 fluid alarms, with a total fluid loss of 20 cc's. The doctor reported that the pt experienced leaking urine, and burning during voiding post op. At the follow up appointment, two weeks post op, the doctor reported seeing second degree burns on the cervix and down the right buttock. The doctor prescribed silvadene cream, sitzbaths, and staying out of work, to keep the area open to air. The pt is reported as recovering and the treatment successful. This device has not been received for evaluaton. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and company is unable to determine if the device met its specifications. Company believes user technique may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event.